Event description:
The customer reported that the device issued a message: "loudspeaker fault". No death or patient /user injury or harm was reported.the device was used for monitoring at the time of the alleged malfunction.